Event description:
It was reported by service report that the nurse call buttons on the both siderails were not functioning. There was patient involvement; however, no adverse consequences are reported.